Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated the wheel lock will spin in a 360 circumference and not lock onto the wheel of the chair.